Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has an infection at the battery site following an ipg replacement. The cause was unknown. Patient was seeing doctor on the date of the report. Surgery may occur to remove the system but the rep was not sure. Rep stated that they will obtain more information from the hcp on (B)(6) 2019. Patient's weight was asked but unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient's system was explanted however would be unable to be returned. Additional information was received on 6/11, and it was reported that the infection was resolved.